Event description:
It was reported that the patient experienced a cardiac tamponade due to a suspected atrial lead cardiac perforation. The patient was hospitalized, and an emergency pericardiocentesis was performed. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).